Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6)., should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine. The event was further described as ¿the set was unable to fit tightly with the mini cap¿ and ¿the iodine flowed out¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed, and it was noted that there was iodine staining on the outside of the minicap and mainbody of the transfer set which suggested an iodine leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.